Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. Scratched lcd window, cracked display window corners, battery tube threads, cracked reservoir tube lip, missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the act button on the insulin pump was unresponsive and the customer was unable to giver herself insulin. Customer did not receive any alarms. Customer's blood glucose reading at the time of the call was 600 mg/dl and the customer stated that they had a back up plan. Customer was advised to revert to a back up plan and the insulin pump is being replaced.